Event description:
It was reported that the user entered an incorrect dexcom g7 pairing code into the ilet and subsequently received assistance to enter the correct sensor code, after which the system paired successfully; the event involved an incorrect procedure and was not related to a specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed that no device problem was found and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.